Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported from a cath report received from the site,that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The lesion being treated was located in the circumflex (cx). A non bsc guidewire was advanced to the cx. There was severe stenosis at the origin of a medium sized diagonal branch. A 2.5 mm viva balloon was used to dilate this lesion but there was a balloon rupture at 8 atmosphere and a 3.0x15mm quantum balloon was used to further dilate this lesion at 18 atmospheres. A 3.0 x 20mm taxus drug eluting stent was then advanced and placed from the medial circumflex into the obtuse marginal and deployed at 14 atmospheres. The small posterior continuation of the circumflex was jailed by the stent but there was no loss of flow. There is a mild tubular stenosis at the origin of the circumflex which was not treated. There was also moderate distal disease in the obtuse marginal which was not treated.